Event description:
It was reported that the sensing integrity counter(sic) is 1173 since the day of patient's heart ablation procedure. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.